Event description:
In 2008, the patient reported that the display of his infusion device is erroneous and he is unable to read it. He stated that the infusion device has been exposed to water and has been dropped. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.